Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the motion batteries. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported when moving the system to storage, the system shut down indicating the battery was not holding a charge. This issue was noted outside of a procedure, and there was no patient involvement.